Event description:
The customer contact reported that during maintenance testing at the user facility, the device did not audibly alarm, rebooted and showed e437 (software failure) malfunction #13. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.